Manufacturer narrative:
Per (B)(4) initial report. The reported devices have remained in situ and thus corin will be unable to examine them as part of this investigation, however, the particle is being returned and will be examined at corin. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Details of these reviews will be provided in the final report upon completion of the investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
During surgery, when the surgeon was about to implant the liner, a particle, assumed to be metal in origin was found sat in the trinity cup. The initial reporter has stated that they believe the particle had come either from the cup or screws.

Event description:
During surgery, when the surgeon was about to implant the liner, a particle, assumed to be metal in origin was found sat in the trinity cup. The initial reporter has stated that they beleive the partcile had come either from the cup or screws.

Manufacturer narrative:
(B)(4). Final report the reported devices have remained in situ and thus they could not be examined as part of this investiagation, however, the metal particles were returned and examined. The appropriate device details were provided and it hasbeen confirmed that all parts from these batches conformed to specification at the time of manufacture. Review of the metal fragments identified that they had come from one of the trinity screws and that the most likely cause of this event is the screw head being subjected to excessive force, torque or angulation during insertion. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.